Event description:
It was reported that when the sterile packaging of the patella was opened, two fragments were noted which were brown and about 2mm length. They were adhered to the implant. The fragments were removed and the implant was used to complete the procedure.

Manufacturer narrative:
Evaluation summary: the zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Additionally, this device was packaged in a class 10,000 clean room, under a specifically designed hooded packaging station that creates a class 1000 clean room environment that significantly reduces the presence of foreign contaminants. Therefore, it is highly unlikely that the presence of the foreign material found in the package would lead to any infections or other bio-incompatibility if the device had been used. It cannot be determined with certainty when the particles fell into the packaging. There are procedures in place to reduce the likelihood of foreign objects from being introduced into the packaging. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.